Event description:
Related manufacturer reference number: 2017865-2018-13695. During a follow-up, episodes of noise were noted on the right ventricular (rv) lead. Both the rv lead and the device were explanted and replaced to resolve the event. The patient was in stable condition.